Event description:
It was reported that components were not packaged properly. During implant, when the scrub nurse opened the sterile package for the catheter, about 2 inches of the distal end of the catheter popped out and, therefore, became unsterile. There were no environmental factors or damage that could explain why this happened. The catheter was not used in the patient and never left the sterile field. The healthcare provider (hcp) planned to use another catheter.

Manufacturer narrative:
(B)(4). Analysis of the catheter packaging revealed that the inner tray did not properly hold the components in place. The sterile tray was received for analysis of the outer lid (tyvek seal with label) peeled back. As received, the distal portion of the catheter (segment 1) was mostly protruding from the inner cover in the sterile tray. The anchor deployment tool and introducer needle were completely out of the inner tray. The inner cover itself was not in its proper position as received. The proximal end of segment 2 was no longer cradled in the guidewire handle when received. The adhesive area on the sterile tray was inspected and no anomalies were seen. Due to the nature of the reutn, which indicated that the catheter had been handled a significant amount, testing of the catheter was done and no anomalies were found.